Event description:
It was reported that during a balloon angioplasty treatment procedure, balloon deflation failure occurred. The target lesion was located in the inferior vena cava. A 14-4/5.8/75 xxl vascular balloon catheter was inflated to nominal pressure and the balloon would not deflate so the physician inserted another wire inside the balloon and ended up taking a non-bsc needle to try to puncture it. The hub was cut off and it was deflated. They were able to remove the whole system out from the patient's body and completed the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Age at time of event: early 30's. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).